Event description:
It was reported that the ilet device¿s touchscreen was cracked; a replacement device was provided to the customer, and the damaged unit¿s issue aligns with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.